Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion that breached the outer insulation and exposed the outer coil was found at 24.2 cm to 24.3 cm from the connector pin. The cause of external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.